Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not load the clinical application when the system is switched on which led to activation failure. The log file analysis showed that system power-on issues was due to the ippc boot up problem. In the meantime, the warning message low on free space was displayed in main monitor. Fse recreated the image disk in frontal and lateral channel and rebooted the system. After reboot, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not power on. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the image hard disk. The fse recreated the hard disks, reinstalled the software and returned the system to use in good working order.